Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that a patient experienced pain in the vaginal area and severe incontinence. They change their briefs every 15 minutes keeping her up at night. The doctor office advised the patient to call patient care line. The patient was at level 3. They were advised to turn off stimulation but pain persisted. The patient was advised to make a doctor appointment. It was later reported that the device is causing back pain even when the device is turned off. The patient is scheduled for ins and lead removal.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. Submitting supplemental record for product investigation conclusion and coding. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A device was not returned, and pictures were not provided resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, the patient was experiencing pain in the vaginal area and severe incontinence. Cause of the pain and severe incontinence could not be established, but is a known inherent risk of the device, therefore, an investigation conclusion code of known inherent risk of device was chosen. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient experienced pain in their vaginal area and had severe incontinence. The patient has to change their briefs every 15 minutes, and it is keeping them up at night. The physician's office advised the patient to reach out to the patient care line. The patient was showing at stimulation l3. The patient was advised to turn off their stimulation, but the pain persisted. The patient care team suggested that the patient schedule a follow-up appointment with their physician to investigate further. It was later reported that the device was causing the patient's back pain even when the device was turned off. The patient is scheduled to have a full revision of their implant battery and lead on (B)(6) 2025.